Manufacturer narrative:
Citation: demir t, balal m, evlice a, biçakci s, akgül e. Endovascular treatment of internal carotid artery dissection and pseudoaneurysm: case report. Turkish journal of cerebrovascular diseases 2017; 23 (1): 29-32. Doi:10.5505/tbdhd.2017.28290 the purpose of this article was to discuss the rare causes of stroke in patients under 50 years of age. They report internal carotid artery (ica) dissection based on trauma is one of the rare causes. Traumatic internal carotid artery dissections may be treated with anticoagulants, antiplatelet or endovascular approaches. This was a case of ica dissection secondary to trauma treated with anticoagulants and endovascular approaches. The authors conclude that the history of trauma should be questioned if a young stroke patient presents with headache who does not have any vascular risk factors. The solitaire will not be returned for evaluation as the event was reported though a literature review; therefore product analysis cannot be conducted. The model and lot number of the device was not reported in this article. Pseudo aneurysm formation is a known inherent risk of this procedure and is documented in the instructions for use. The solitaire performed as intended as the vessel was successfully revascularized. Based on the reported information, review of the literature and instructions for use, the likely cause of the reported event is procedure related.

Event description:
Medtronic received information through literature review that 2 months after treatment with the solitaire device, the patient was diagnosed with a pseudoaneurysm in the cervical segment of the right ica which was treated with stent-graft placement. This patient was admitted with left-sided weakness and loss of consciousness. He had experienced a motor vehicle accident one day previous, resulting with a clavicular and rib fracture of the left side. The neurological exam on admission revealed lethargy, left sided hemiplegia, neglect and babinski sign on the left side. On admission, gsc was 10, nihss was 12, and mrs was 5. Non-enhanced CT was normal, however, the diffusion-weighted imaging (dwi) performed 1 hour after symptom onset revealed acute infarction in the territory of the right upper division mca. The patient was moved to the angiography suite and selective angiography of the vertebral and carotid artery was carried out and the occlusion at the proximal part of the right ica was confirmed. Thrombus aspiration was first performed with a distal access catheter (non-medtronic device), providing partial recanalization. An intimal flap was detected in the petrous segment after and dissection in the petrous segment was diagnosed. Occlusion and thrombus was seen in the proximal part of the m1 segment of the right mca. Mechanical thrombectomy for the thrombus in the m1 segment of the mca was performed with the solitaire 4x20 providing recanalization. The patient was put on anticoagulant therapy and dual antiplatelet therapy following thrombectomy and stent implantation. The neurologic exam 24 hours after stroke revealed left-sided hemiparesis (3/5) and was still existing at discharge. Two months later a 7 x 13 x 5 mm pseudoaneurysm in the cervical segment of the right ica was observed on the control CT angiography. Dsa confirmed the pseudoaneurysm. A stent-graft was implanted into the right ica. After placement, there was no flow in the pseudoaneurysm. Six months post stent graft placement, the neurological exam revealed mild left-sided hemiparesis 4/5, mrs was 3 and nihss was 5.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.